Manufacturer narrative:
This report is being submitted to supplement an initial MDR mailed on 3/13/2026 due to a temporary system outage affecting the manufacturer's complaint handling system. Although this report is being submitted as an initial report due to system limitations, it is intended as a follow-up report to the previously submitted paper MDR ((B)(4)). The devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. The case was reviewed by stryker peripheral vascular medical affairs, who concluded that the patient's injury was likely the result of inadvertent catheter perforation due to use error (advancing the catheter without dilator and guidewire). The device labeling includes the following warning: "do not advance the triever catheter without the dilator fully inserted; this may result in vessel damage or perforation. " the device labeling includes the following precaution: "ensure the position of the guidewire is maintained, extending beyond the triever catheter tip, to avoid potential damage to the vessel wall during aspiration" manufacturer reference number: (B)(4).

Event description:
On (B)(6) 2026, a 79-year-old female patient underwent a thrombectomy procedure using the flowtriever system of devices. The procedure began on the left side and a guidewire was placed. The triever24 (t24) was inserted as recommended and a few aspirations were done. Next the triever20 curve (t20 curve) was inserted without a dilator on its own, rather than inside of the triever24. After successful suction on the left side, an attempt was made to switch to the right side. Wiring was not possible; therefore, the t20 curve was pulled without a dilator, then the guidewire. It is during this time that the t20 curve may have caused the injury in the right ventricular outflow tract (rvot). The right heart passage was attempted again with a guidewire and successfully treated. Approximately 15 minutes elapsed between the removal of the t20 curve and the completion of treatment on the right side. After end of the case, the patient deteriorated and staff discovered a tamponade. The patient then went into surgery, and the tamponade was successfully treated. Patient was extubated later on.